Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that his insulin pump had turned off after an unexpected restart alert. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer fell in the water. The customer was assisted in troubleshooting. It was reported that the contacts on the battery cap were neither missing nor damaged. The customer reported that the display did not return. He also reported a line on the main screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify a21 alarm due to blank display.